Event description:
It was reported patient had a revision of right knee due to loosening. Doctor removed custom mrh baseplate without a stem, custom expandable distal femoral replacement and a custom gmrs 80mm stem.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh baseplate. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.